Event description:
Per the clinic, the patient underwent a surgical procedure for removal of skin overgrowth on the abutment. During the procedure, the implant became loosened while the abutment was being removed to facilitate the surgery. It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2012.